Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls, indicating the device will not pass self test. The device was not in clinical use; no patient or user was harmed.